Manufacturer narrative:
Additional information: h3, h4, h6 and h10 correction to d2a: common device name and d2b: classification code h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided photographic sample shows water drops on the housing header area. The reported condition was verified. Due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined; however, the most probable cause of the leak was due to a crack in the housing near the welding zone. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from a u9000 ultrafilter set during hemodialysis therapy. The nurse found a ¿big puddle of water¿ on the floor and found damage to an unspecified section of the ultrafilter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.